Event description:
On (B)(4) 2012, the patient contacted animas stating a "no delivery" issue with the pump. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the patient and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that there was a no delivery issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the black box revealed no records before (B)(6) 2014. The rewind, prime and load step sequence was successfully performed on the pump. The pump was exercised for 24 hours with no issues. The reported complaint was unable to be confirmed or duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to have a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.